Event description:
During verification testing at the service center, it was noted that the device door roller and roller pin were missing.

Manufacturer narrative:
During testing, the device door roller and door roller pin were missing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.